Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced left-sided body weakness post lead implant surgery. The patient underwent an MRI that showed an edema surrounding the lead. The next course of action is undetermined at this time.